Event description:
The event occurred in USA during patient treatment. It was reported that the oxygenation of the beq-hls 7050 USA #shls set advanced 7.0 was low and after the exchange of the hls set they found visible clots in the oxygenator. The patient was infected with covid-19. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in the us during patient treatment. It was reported that the oxygenation of the beq-hls 7050 USA #shls set advanced 7.0 was low and after the exchange of the hls set they found visible clots in the oxygenator. The patient was infected with covid-19. No harm to any person has been reported. The affected be-hls 7050 #shls set advanced 7.0 was scrapped due to covid 19 by the customer therefore, a technical investigation could not be performed at the getinge laboratory. The patient was infected with covid-19. As stated by the getinge medical affairs team and in reference to the literature [1] covid-19 diseases can be associated with intravascular coagulation activation, microcirculation disorders and increased risk of thromboembolism despite good systemic anticoagulation. The increased risk of thrombosis and coagulopathy in ECMO patients is a result of a combination of processes driven by the disease occurring in synergy with the effect of the extracorporeal circuit on the coagulation system. In the absence of data and based on covid-19 as the most probable root cause for the reported failure, clot formation in an extracorporeal circuit can lead to a reduction and/or blockage, and thus, an reduction of the diffusion path lowering the gas transfer performance. With reference to the risk assessment (hls set advanced 5.0 / hls set advanced 7.0) and in consultation with the getinge manager medical affairs team the following events can contribute to clotting in the circuit: -air remains in or enters the circuit. -inappropriately low, or no blood flow, in the circuit. -improper hemostasis. -too low anticoagulation. -too low act level, effect of heparin is too limited. -protamine sulfate enters the hls set. -administration of congealable substances (such as platelets) or pro-coagulant medications. -(consumption) coagulopathy. The production records of the affected beq-015703112 #shls module advanced adult with packaging lot#3000201200 were reviewed on 2022-06-29. According to the final test results, all beq-015703112 #shls module advanced adult passed the tests as per specifications. Production related influences are unlikely to have contributed to the reported failure. Based on the investigation results the reported failure "oxygenation was low and clots occurred" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4115.

Event description:
Complaint ID: (B)(4).